Manufacturer narrative:
A device history record review could not be performed as the meter serial number was unavailable. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that her unspecified onetouch meter read inaccurately high compared to an emergency room meter. The complaint was classified based on the limited customer care agent (cca) documentation, since the call was disconnected and the patient was unable to be contacted for additional information. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining alleged inaccurate blood glucose readings of ¿583 and 550 mg/dl with the subject meter at an unspecified date and time. It was not reported if the patient takes any medication to manage her diabetes or if she took any action regarding her usual diabetes management regimen in response to the elevated results. It was not reported if the patient developed any symptoms. However, the patient claimed attending the emergency room due to the alleged issue where her blood glucose measured ¿64 mg/dl¿ on the ER device. The time difference between the reported readings was not provided. It was not reported what treatment the patient received. Troubleshooting was unable to be performed as the call was disconnected. This complaint is being reported because the patient reportedly experienced an acute low blood glucose excursion after the alleged inaccuracy issue began and it is not known what medical treatment the patient received at the emergency room. The subject meter could not be ruled out as a cause or contributor to the event.